Event description:
During sinus surgery, the blade tip broke without separating from the shaft. The blade tip was easily removed from the hand piece with no device fragments left in the patient. The surgery proceeded as intended without any significant delay. There was no adverse patient consequences or sequela reported. The tip that broke measured approximately 1/2 inch. The spiral wraps were hyper extended which indicates that the tip was pulled out of the outer tube support area and contributed to the break. Visual inspection showed dimples in the locking area of the outer hub, indicating excessive side loading pressure was applied to the blade. Functional inspection shows that the blade loads and locks properly into the hand piece.

Manufacturer narrative:
Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. While it is not common for a powered blade to break during use, our data shows that on rare occasions, a serious injury (si) or surgical intervention was required due to a blade break, resulting in a device fragment. In the majority of cases, blade fragments are easily removed from the patient without additional intervention or harm to the patient and the surgery proceeds as intended. FDA guidance declares that if a malfunction has caused a death or si even once, then it means the malfunction is "likely" to recur. Based on this guidance, any blade break is submitted as a reportable malfunction.